Manufacturer narrative:
The reported field event of failure to sense was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented for an implant procedure. Their implantable cardiac monitor was failing to sense after implant, and was immediately removed. The patient was discharged. No further information was reported